Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was faulty. The device was returned to a third party service center for evaluation, and the customer's complaint was not confirmed. No malfunction of the device was observed.

Event description:
The manufacturer received information alleging a ventilator's system board was faulty. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.